Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿sutureless connector ¿ coring/tears/cuts in seal ¿ leaks during pressure testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2001. Product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 25-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (concentration: 2000 mcg/ml; dose rate: 900 mcg/ day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's medical history included the following: strabismus left eye, glaucoma, neuromuscular scoliosis, ear infection, blind, trauma, cerebral palsy, urinary incontinence, feces incontinence, gastroesophageal reflux disease, developmental delay, and spastic quadriplegia. It was noted that there were no signs or symptoms exhibited, but the proximal segment of the patient's catheter was replaced due to sluggish flow of cerebrospinal fluid (csf) as portion of catheter above the sutureless connector was observed to be kinked. It was further noted that upon disconnecting the existing pump from the existing catheter, there was a sluggish retrograde flow of csf. A new model 8596sc catheter segment was spliced onto the existing model 8596sc after trimming off old portion of the 8596sc above the kink. The existing model 8711 catheter remained implanted / in service. The explanted portion of the catheter was to be returned to the manufacturer. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2017. The patient was without injury regarding their status as of (B)(6) 2017. Other medications (oral, etc.) The patient was taking at the time of the event included the following: baclofen prn, tranxene, trusopt eye drops, vibramycin, epiduo gel, advil suspension, lidocainecream, miralax, luminal powder, tylenol liquid, and azopt suspension. Additional information was received from a healthcare provider via a company representative on (B)(6) 2018. It was clarified that the issue occurred during a routine end of life (eol) pump replacement.